Manufacturer narrative:
Additional information was received on 5/20/2019. The lot and serial number of the impacted product have been clarified. The correct information has been populated in section d. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Concomitant products: 325cc mentor memorygel breast implant, catalog #3507325bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant and experienced left sided rupture post procedure. The patient reported left sided chest pain, back pain, discomfort when laying down, and a palpable change like the implant was not full. Left sided rupture was diagnosed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both serial numbers (B)(4) were listed, however, it is not known which serial number belongs to the impacted product. If additional information is made available in the future, then a supplemental report will be submitted and the proper information will be populated.